Event description:
It was reported via repair work order that the bed had had intermittent power as the power cord had a bent power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.